Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead broke. The impedances are greater than 2500 ohms and there is no capture at max outputs. The physician plans on replacing the lead. There were no patient symptoms reported.